Event description:
It was reported that during an implant attempt, the atrial lead dislodged after the introducer was removed and the lead was tied down. The lead could not be moved because of tightness under the clavicle. With much effort the lead was removed but stretching of the lead was observed. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor was distorted, all conductors were stretched, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation had a cosmetic cut, the outer insulation had a breached cut, there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant. The analyst also noted that the lead was returned stretched and the distal conductor was distorted within the connector; therefore, helix functions cannot be tested.